Event description:
The patient reported last week, she experienced elevated blood glucose readings of "hi" and 563 mg/dl. She stated her symptoms included frequent urination. During troubleshooting, the patient's basal rates were reviewed and it was discovered her basal rate was set to 0.0 units. The patient indicated she may not have saved the basal rates when she first input them. The patient was assisted in resetting her basal rates and saving them. On follow up, the patient's husband stated the patient's blood glucose readings have returned to normal since the basal rates were reset. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.